Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery excessively. The blood glucose reading was 463 mg/dl. The customer's mother stated that she had changed the infusion set and battery, turned the device on and off, but still received the no delivery alarm. She stated that in november, the no delivery alarms would be resolved with infusion set changes, but later in december, infusion set changes and battery replacements would be necessary to clear the alarm. She reported 3 occurrences of the no delivery alarm within the last week. Troubleshooting could not be completed due to lack of infusion sets. The caller advised that she would call back once she had the customer ready with the necessary supplies to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.